Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed the cuff wound not inflate after the intubation. They reintubated with the same size trach and all was fine. No pt harm.